Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pulse field ablation catheter, the array orientation did not appear to be fully expanded, despite redeployment attempts. The device became knotted at the tip during the procedure, and attempts to redeploy and unknot the array were unsuccessful. The array sheared and was lodged in the right groin, necessitating snaring to remove the device. The procedure was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012484396 was received and analyzed. Visual inspection was performed and the catheter was returned without the whole spiral array tube, as the proximal spiral array tube was observed to be completely detached from dual lumen. An exposed braid was observed at distal end of guidewire lumen in the spiral array area. Exposed/protruding material was observed on the second jacket of guidewire lumen in spiral array region. The spiral array inverted and knotted issue could not be confirmed because catheter was received without the spiral array. The slide control function could not performed due to missing the whole spiral array. The steering of catheter could not performed due to missing the whole spiral array. The catheter was reprogrammed before connection to the generator via a test catheter interface cable and therapy could not delivered due to missing the whole spiral array. High magnification optical inspection revealed an exposed braid and exposed/protruding material at distal jacket on the guidewire lumen in spiral array area. The hipot and electrical continuity test could not performed due to missing the whole spiral array. In conclusion, the inverted/knotted array issue could not be confirmed during testing due to the state of the returned catheter and the entrapment issue occurred during the procedure. The loop catheter failed the returned product inspection due to the whole spiral array tube detached from the dual lumen, an exposed braid at the distal end of the guidewire lumen, and exposed/protruding material on the second jacket of the guidewire lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.